Event description:
It was reported that during a gastrectomy procedure, the malformed staple came out from the beginning and the device could not be used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.